Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02196, 3005168196-2021-02198.

Event description:
The patient was undergoing a coil embolization procedure to treat cervical meningioma using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle), benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter and a guidewire. During the procedure, the physician advanced a smart coil in the target vessel and made multiple attempts to detach the smart coil using the first handle; however, the smart coil failed to detach. A second handle was then used but had the same issue; subsequently, the physician made several attempts to manually detach the smart coil but it still would not detach. Therefore, the smart coil was retracted. However, while retracting, the smart coil unintentionally detached into the distal of the microcatheter. The physician then pushed the smart coil with the pusher wire into the target location. The procedure was completed using non-penumbra coils, the same benchmark and the same microcatheter. There was no report of an adverse effect to the patient.